Event description:
It was reported that this right atrial (ra) lead exhibited out of range and wide-ranging jumps in impedance measurements. Ra intrinsic amplitude and threshold measurements were in-range over the same time period. (B)(6) technical services was consulted and confirmed this behavior is suggestive of lead fretting, which predominantly occurs when 'hybrid' systems are implanted (i.e., a (B)(6) device paired with a competitor lead). However, technical services noted that since fretting is a diagnosis of exclusion, further testing to rule out mechanical lead failure should also be performed. No adverse patient effects were reported. This ra lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).